Manufacturer narrative:
The boston scientific field representative learned that the device had been explanted that day and replaced with a competitive device. The explanted device was discarded by the hospital, so no laboratory analysis is able to be performed. Premature battery depletion due to the srw advisory cannot be ruled out. This report will be updated if additional information is received. The device was later returned with no paperwork. Upon receipt at our post market quality assurance laboratory, laboratory technicians utilized an engineering level longevity prediction calculation to assess the rate of battery depletion, given the programmed parameters and other data stored within the memory of the device. The results of this calculation indicated that the actual rate of battery depletion fell within an acceptable range. Next, a comprehensive series of diagnostic tests were conducted that verified the performance of pacing, sensing, and recording functions. Having met the engineering longevity prediction, functionally passing all returned product testing, and with no further information to indicate a product performance issue, we have concluded that this device experienced normal battery depletion.

Event description:
Boston scientific crm received information that this cardiac resynchronization therapy defibrillator (crt-d) declared elective repalcement indicator (eri) battery status in (B)(6) 2009 and declared end of life (eol) battery status in (B)(6) 2009. The monitoring voltage was 2.18v and the device was in storage mode. Technical services discussed that no brady or tachy therapy was available and that the device should be replaced immediately. The device was included in the shortened replacement window (srw) advisory that was issued april 5, 2007. The clinician noted that the patient was not compliant with device checks.